Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2006 (B)(6), 5076 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient received a shock due to fracture of the right ventricular (rv) lead. The lead had high impedance and oversensing, and on fluoroscopy it appeared the lead was fractured in the clavicle region, possibly anatomy related. The lead was capped and replaced. No further patient complications have been reported as a result of this event.